Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly, which resolved the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined the cause of the reported issue was due to a damaged filter, designator fl29. This caused the device to display the abnormal energy delivered message and to deliver monophasic defibrillation energy.

Event description:
The customer contacted physio-control to report that there were event codes logged in the memory of the device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the device displayed an "abnormal energy delivered" message. The device also delivered monophasic energy, 70joules were delivered when the device was set to deliver 200joules. As a result, the wrong defibrillation therapy would be delivered, if it were necessary.